Event description:
Primary stability not achieved, no thread tap used, inadequate bone quality/quantity.

Event description:
Primary stability not achieved, no thread tap used, inadequate bone quality/quantity.